Event description:
It was reported that bd nexiva tubing separated from the adapter. The following information was provided by the initial reporter: nexiva extension tubing coming detached from pivc. Blood exposure; need to restart IV.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.